Manufacturer narrative:
Follow-up #1: date of submission 03/21/2017. Device evaluation: the device has been returned and evaluated by product analysis on 03/01/2017 with the following findings: returned battery cap and test cap attach to pump but continue to spin w/o-ring visible due to battery compartment crack. One battery cap contact height is out of specifications and both contact widths are within specifications. The pump powers on to blank screen; unable to perform steps 6/7/10/11/13/21/22/attach dl and bb files due to blank screen. Unable to duplicate complaint of intermittent power during investigation. Evidence of moisture visible behind display lens. Leak test failed due to battery compartment leak. Opened pump; evidence of moisture throughout pump internally. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that there was an intermittent power issue with moisture present. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.